Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) presented a display issue and many of the colors not readable. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and was unable to duplicate the reported issue during testing or identify a cause for the issue in the system logs. The stm replaced the coiled cable and color video receiver board as a precaution, then completed all functional and safety checks to factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) presented a display issue and many of the colors not readable. There was no patient involvement and no adverse event was reported.